Event description:
It was reported that after scanning a new fsl3+ sensor, the app displayed a notification that it was unable to transfer data to the ilet, consistent with an intermittent communication failure involving an antenna or related electrical/magnetic component; the user closed and reopened the app, rescanned, and then observed the warmup timer, after which no further assistance was needed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the sensor system and the ilet, consistent with an intermittent communication failure, with the involved device components corresponding to electrical/magnetic elements such as the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.